Event description:
A report was received that the patient was to undergo a pocket revision due to discomfort at the pocket site. Due to non-device related issues the revision will not take place at this time.